Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the local catheter impedance measured approximately 150, while the generator displayed an impedance exceeding 300. Subsequently, the procedure was cancelled. During a procedure, an intellanav stablepoint open-irrigated catheter was used. After advancing the device into the left atrium and positioning it at the intended energization site, the local catheter impedance measured approximately 150, while the generator displayed an impedance exceeding 300. The generator side cable was then reconnected, but the problem was not resolved. Consequently, energization was not performed, and the procedure was cancelled. There were no patient complications reported as a result of this event. The device was disposed and will not be returned for analysis.